Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 cerebrospinal fluid (csf) patient sample on a cobas c 503 analytical unit. The initial result was 2.36 mg/dl. The result was reported outside the laboratory. The result was questioned by the physician and the sample was repeated. On (B)(6) 2024 the repeated result was 71.5 mg/dl. The repeated result was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found crystallization in the ultrasonic wash station. He cleaned the ultrasonic wash station and performed successful checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.